Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify low battery alarm due to blank display.

Event description:
It was reported that battery gets depleting in a week. Blood glucose was unknown. The insulin pump will be returned for analysis.